Manufacturer narrative:
There were attempts made to the customer to request product return and the fogarty catheter did not arrive. Because the affected unit was not returned, the device failure could not be confirmed. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through balloon winding inspection and a full visual inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The customer will be notified by letter of the information for use regarding inflation of the balloon to use sterile fluid or gas instead of room air. A device history record review was completed and documented that device met all specifications upon distribution. The device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that there was a malfunction with the fogarty thru-lumen embolectomy catheter. The fogarty catheter was inserted into the patient and the balloon would not inflate. The initial reporter stated that room air was used to attempt to inflate the balloon. The room air went into the patient's blood vessel. There was no inappropriate patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
The catheter has been requested to be returned for product evaluation. It has not yet arrived. Once it arrives and the evaluation has been completed a supplemental submission will be sent with the findings. The device history record review is pending. Once the results are available, they will be submitted in a supplemental submission. Additional product code, kra. Additional 510k number, k892410. The instruction for use states that for inflation of the balloon, use sterile fluid or gas.